Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a (B)(6) 2016 hospitalization for high blood glucose level of 600mg/dl and diabetic ketoacidosis. Customer was hospitalized for a week and then discharged. No further details were given.